Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-03031; 1627487-2020-03033. It was reported that patient's leads migrated. Surgical intervention occurred to explant and replace the leads to address the issue.